Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture, capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old white hispanic female patient, who's undergone breast augmentation with two 350cc mentor siltex contour profile high saline breast prostheses, suffered spontaneous right breast implant deflation and bilateral breast capsular contractures (baker grade unknown), post-procedure. The right breast deflation was initially self-diagnosed by the patient and was also diagnosed with left breast capsular contracture during an in-office visit. The right capsular contracture was diagnosed during the revision surgery on (B)(6) 2021. The patient subsequently underwent bilateral complete capsulectomies and bilateral removal and replacement of the implants. The replacement devices were the following: (right) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 9556176 sn: (B)(4) and (left) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 9534032 sn: (B)(4). This medwatch form is for the left breast prosthesis.